Event description:
The report indicated that the swan-ganz catheter became stuck in the arrow introducer. The introducer assembly was placed in the right internal jugular vein. The continuous cardiac output catheter was fed through the introducer in the usual manner. As the surgery involved a tricuspid valve annuloplasty, the catheter was withdrawn into the right atrium. Following cardiopulmonary bypass, several unsuccessful attempts were made to re-float the catheter. When an attempt was made to withdraw the catheter, it became "stuck" and could not be advanced or retracted so the catheter/introducer assembly was removed as a single unit with no injury to the patient. Upon removal, it was noted that the heating coil on the swan-ganz catheter had "unraveled". It was the opinion of the reporter that the unraveling seemed to be the reason for the catheter getting stuck in the introducer.

Manufacturer narrative:
The product was discarded at the hospital; therefore, a product evaluation could not be performed. A review of the manufacturing records indicated that the product met specifications upon release. The complaint could not be confirmed without a product return. It is also not possible to determine with certainty if a damaged thermal filament caused the catheter to get stuck in the sheath or if the damage was caused when the catheter got stuck in the sheath. As no anomalies were noted prior to insertion and no difficulties with insertion were reported, it seems more likely that the damage would have been caused by the interaction with the sheath. No actions will be taken at this time. The actual model number was not reported; therefore, the PMA/510k number is unknown.